Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach from the left common femoral artery (cfa). The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery (sfa). A 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. First and second inflations were performed at 12 and 14 atmospheres, respectively. However, during the third inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.